Event description:
It was reported that oversensing of atrial signals was noted on egm. X-ray revealed lead dislodgement. Loss of capture caused the patients heart rate to drop to 30 bpm. The lead was repositioned successfully and patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.